Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for sciatic nerve injury and spinal pain. The patient reported that they had overstimulation and cannot sleep. It was reported that the stimulation cannot be turned off due to poor communication. The patient reported pain in lower back and buttocks since implant.